Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited noise and intermittent high out of range pacing impedance measurements greater than 2,000 ohms. Noise was able to be reproduced by pressing on the device pocket area. Boston scientific technical services (ts) discussed troubleshooting options. The root cause was undetermined. The physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.